Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted to treat a lesion in the left anterior descending coronary artery. The severely calcified lesion was pre-dilated with a 2.5mm by 15mm ptca balloon prior to the insertion of the stent delivery system. It was not possible to cross the lesion; therefore, the stent delivery system was removed. A different s7 stent was then inserted into the artery, during which time it was found that the previous s7 stent had dislodged and was located in the vessel. Upon removal of the second stent delivery system, the stent reportedly dislodged from the delivery balloon in the artery. Both dislodged stents were successfully removed from the pt using a 1.5mm ptca balloon. The lesion was subsequently treated wtih the deployment of two stents from another MFR. It was reported that the stent delivery system was inserted leaving negative pressure on the inflation device after negative prep of the device was performed. The device being left on negative pressure instead of neutral pressure may have contributed to the loss of stent adhesion on the delivery balloon. The pt was reported to be fine post procedure and there is no add'l clinical sequelae reported related to the event. Separate medwatch reports have been submitted for each device involved in this event.